Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's monitoring port connector is worn and may have contributed to the monitoring cable failure experienced during patient care. It was reported that the alleged failure was observed while the device was in clinical use. However, no adverse patient impact was reported by the customer.